Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6; -7.0 diopter implantable collamer lens into the patient's left eye (os) on (B)(6) 2023. The lens had tore during injection/delivery into the eye. On (B)(6) 2023 the lens was exchanged with a same length lens and the problem was resolved. There was no patient injury. The cause of the event was reported as unknown.

Manufacturer narrative:
H6 - medical device problem code - 1494: off-label use (acd<3.00mm) . Claim# (B)(4).

Manufacturer narrative:
Corrected data: h6- type of investigation code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. Claim# (B)(4).